Event description:
The rotator broke during an abdominal angiography procedure. No harm or injury reported.

Manufacturer narrative:
Device evaluation: other, the suspect device is currently being evaluated. Evaluation: conclusions: a follow up report will be submitted when the evaluation is completed.